Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient reports retaining fluids which causes a really bad smell. Patient also mentioned being sore and has pain from where the leads were inserted. They were given medication, took 2, but hasn't taken any more because the medication makes them feel nauseated. Three days later, patient reported pain again and said they cathed at their healthcare provider's (hcp) office and it hurt. No further patient complications have been reported as a result of this event.